Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead was replaced. During the procedure, an rv lead was attempted, but not implanted. During lead insertion into the subclavian vein, the bending of the subclavian vein was heavy and the lead could not get through. This was tried again and took a long time. Meanwhile, the lead had been left on a stand with blood attached to the tip. The lead was attempted to be inserted again, but the helix wasn¿t extended because blood attached to the tip clotted. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.